Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the device diagnosis was pump migration and the clinical diagnosis was not applicable. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the cause of the pump movement was not determined. The patient's weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated there was no other device issue besides the migration. It was noted that the "felt a wire pop" was how the patient described the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine 20 mg/ml for a total dose of 3.004 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient was getting out of a chair and they felt a "wire pop" and could feel the pump moving around/pump movement and trying to flip. The pocket was modified on (B)(6) 2018. The pump was repositioned on (B)(6) 2018. On (B)(6) 2018 examination revealed the healthcare professional (hcp) "dictated exam with same." The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other pump moving in pocket and the clinical diagnosis was feels pump movement in pocket. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported.